Event description:
Event description cpi received information that during the implant of this ventak mini implantable cardioverter defibrillator (ICD), the pacing impedance reading exhibited by the ICD were very different than the impedance measurements taken by the external equipment. The physician elected not to investigate the discrepancy further, as the patient did not required pacing.